Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alert. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they did not able to rewind the insulin pump. Customer also performed self test and error occurred again. Customer advised the to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.